Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: a review of the black box showed several low battery warnings due to normal battery use; no evidence of short battery life was observed. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The pump powered on to a call service (B)(4) alarm upon start up. The call service (B)(4) failure was written to the black box as a call service (B)(4) failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The pump cover was removed and there were no defects found to the power circuit. The original complaint could not be adequately investigated due to the call service (B)(4) alarm. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).